Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 17nov2022. H6. Investigation summary: one (B)(6) sample was received without packaging for investigation, there was residual fluid in the device. The customer has confirmed that they observed an occlusion at the drip chamber during an infusion, which resulted in leakage from the air vent. The sample was subjected to functional testing by priming the infusion set and subjecting it to a short infusion; no occlusion or flow restriction was observed from the infusion set, with complete free flow observed, furthermore no leakage was observed from air vent and the fluid level within the drip chamber remained consistent. The roller clamp was then clamped off and the level of fluid within the drip chamber monitored over a period of several minutes; no inadvertent fluid level changes were observed within the drip chamber during the course of this testing. The details of this feedback were forwarded to the legal manufacturer, anhui tiankang medical products co. Ltd, for investigation. A review of the production records from lot 20220208 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer¿s experience was not confirmed in this instance. Testing of the returned sample and a review of the production records did not identify any product defects or quality deviations during assembly. As part of the feedback, the customer reported leakage from the air vent of the infusion set; analysis of the video indicated that the drip chamber was almost completely filled, and that the leakage was observed from the open air vent. It was not possible to determine the root cause of the customer's experience, however please note that the air vent is designed to allow air into the fluid container when using a glass bottle or semi-rigid container. When the air vent cap is open, the air vent channel of the spike is effectively an open path with a hydrophobic filter. Testing conducted during previous investigations demonstrated that, depending on the priming technique and the clinical usage of the product, it is possible for fluid to flow through this channel and although a hydrophobic filter membrane will not wet in normal use, fluids can pass through a hydrophobic filter once the water breakthrough pressure is reached. When inserting the spike and filling the drip chamber, whether using collapsible bags, glass bottles or semi-rigid containers, it is important to ensure that the air vent cap is in the closed position. Once the drip chamber is primed the air vent should remain closed when using collapsible bags and opened when using glass bottles. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 03501412321h set in the past 12 months.

Event description:
It was reported that the bd¿ pressure set 15 m bcv priming cap 185cm leaked from drip chamber and aeration valve during use. The following information was provided by the initial reporter, translated from german: "drip chamber leaking, infusion leaking at the aeration valve."

Event description:
It was reported that the bd¿ pressure set 15¿m bcv priming cap 185cm leaked from drip chamber and aeration valve during use. The following information was provided by the initial reporter, translated from german: "drip chamber leaking, infusion leaking at the aeration valve."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). The reported lot# 202220208 was not found for the reported catalog# 03501412321h. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.